Event description:
Stopcock was leaking at the connection site. Stopcock replaced with pre-fabbed stopcock.

Event description:
Stopcock was leaking at the connection site. Stopcock replaced with pre-fabbed stopcock.